Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/14/2020. Investigation conclusion: the customer reported the leaking was between the connection of the mz9313 trifuse extension set and mz1000-07 connector. Received were the following used samples- 1)trifuse extension set model mz9313 lot reported as 18085980 and 2)maxzero connector model mz1000-07 lot unknown. Also received was a note with the written text "...(B)(4)". The samples were received attached: mz9313's male luer to mz1000-07. The as-received samples were visually inspected for damages to the components. No obvious issues were observed. The extension set's male luer was also measured to be within iso specification. There was no leak or any issue with the mz9313 extension set. Equipment used (inspection and testing performed on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date 05feb2021 male go/no go gauge/eq08244/calibration due date 14sep2021 the device history record for model mz9313 lot 18085980 shows the set was manufactured on 10aug2018 with a total of 4,803 units built. There were no related quality notifications issued during the production build of this set. The customer's report of a leak on the extension set was not confirmed. No leak or any issue was observed with the extension set sample. The root cause was not identified.

Event description:
It was reported that the ext 8 tri-fuse micbore, 3 rem IV conn experienced leakage. The following information was provided by the initial reporter: I need to report another issue with leaking from overnight. The leaking was between the connection of the mz9313 and mz1000-07 on one of the lumens of a double lumen uvc. As expected, we are seeing leaking again now that our central line usage is back up. Per the report: sterile tubing/fluid change for double lumen uvc performed at 2030 on (B)(6) 2020. At approximately 2300 on (B)(6) 2020, bedding was noted to be wet under uvc ports. Line was flushed with saline and noted to be leaking at trifuse connection with clc port. Both the trifuse and clc were changed with sterile technique, no further leaking noted. Tpn was infusing at 2 ml/hr and lipids at 0.37 ml/hr via the mz9313. The lot number on the 9313 is 18085980 however I don¿t have a lot for the 1000.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext 8 tri-fuse micbore, 3 rem IV conn experienced leakage. The following information was provided by the initial reporter: I need to report another issue with leaking from overnight. The leaking was between the connection of the mz9313 and mz1000-07 on one of the lumens of a double lumen uvc. As expected, we are seeing leaking again now that our central line usage is back up. Per the report: sterile tubing/fluid change for double lumen uvc performed at 2030 on (B)(6) 2020. At approximately 2300 on (B)(6) 2020, bedding was noted to be wet under uvc ports. Line was flushed with saline and noted to be leaking at trifuse connection with clc port. Both the trifuse and clc were changed with sterile technique, no further leaking noted. Tpn was infusing at 2 ml/hr and lipids at 0.37 ml/hr via the mz9313. The lot number on the 9313 is 18085980 however I don¿t have a lot for the 1000.